Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the pyxis drawer system was completely down and not recoverable. The field service engineer (fse) identified that half height drawer 4 was nonfunctional, with no indicator lights illuminated on the controller boards. The fse replaced all controller boards within the drawer and then configured the drawer in the application. After configuration, all diagnostics and functional tests were performed and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pyxis machine was completely down and tried reboot and recover but not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.